Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. On a second visit the lens was repositioned but this did not resolve the issue. On the third visit the lens was exchanged for a same model and size lens with different power. The replacement lens resolved the problem. The cause was reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Corrected data: h5: labeled for single use? - yes. Claim# (B)(4).